Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. The target lesion was located in the obtuse marginal (om) artery. A 2.25x12mm promus premier¿ stent was selected and implanted in the target lesion. The stent was noted to be well positioned and well apposed to the vessel wall. The patient was given 600mg plavix. One to two hours post procedure, the patient experienced chest pain. Stent thrombosis was noted and was treated with angioplasty. No further patient complications were reported and the patient's status was good.